Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 13467957, model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 13758560, model/catalog description: linear 3-4 lead 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.